Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to infection. All implants removed. A prostalac was implanted. Doi: unknown, dor: (B)(6) 2021, (unknown side).